Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far field r wave oversensing which caused inappropriate mode switch. Programming changes were made and no patient consequences were reported.